Event description:
Same case as MFR#: 2134265-2011-03705. It was reported that during a stenting treatment procedure, a vessel dissection and patient complications occurred. Prior to the procedure and during the case, the patient was administered heparin. The 85% stenosed target lesion was located in the heavily calcified and mildly tortuous left anterior descending (lad) artery. The lesion was predilated with a 2.0x20mm apex balloon. Then a 2.25x20mm apex balloon was advanced and during the second inflation a dissection was observed. A 2.25x16mm ion stent delivery system (sds) was advanced to cover the dissection. The stent was deployed at nominal pressure in the proximal lad . The stent was well positioned and fully apposed. Also, a 2.25x23mm non-bsc stent was deployed proximal and overlapping the first placed stent. Timi 3 flow was established, however the proximal end of the non-bsc stent was near the ostium of the lad and there was a high diagonal that was compromised. A 2.5x15mm nc apex balloon catheter was advanced for post dilatation but it did not cross the lesion. The physician used an unknown balloon to open the cell of the non-bsc stent. As the diagonal was opened, it appeared that the flow in the lad was slowing down. It did not stop, but a clot was forming near the proximal stent and the physician issued integrilin. The patient coded and was shocked 5 times. CPR was performed and a balloon pump was placed. The vessel was opened and the patient's status is listed as ok.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).